Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was 135 mg/dl. Customer stated that the reservoir lip ring was damaged however, the reservoir still locks into place. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will be returned for analysis.